Manufacturer narrative:
A device history record review was completed for provided material number 300400 and potential lot numbers 220418 and 220526. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) needle sample was returned for evaluation by our quality team. The needle sample was examined microscopically and was found to be clogged because of some crystalline product that could be identified as glass beads. It has been determined that the clogged cannula resulted from the glass beads used during the polishing process of the cannula bevels. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present, and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly and prior to the release of each lot manufactured. Taking into account the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd microlance needle is blocked. The following information was provided by the initial reporter: needles bd microlance 3 25g x 1¿ ¿ nr. 18 0.5 x 25mm a consultant has said some feel blocked. A consultant has said that some, not all, orange needles feel like they are blocked and will not allow for anything to be pushed down them therefore preventing injection. Additional information: 28 nov. Hello - I have checked with our consultant who raised the issue. There have been 4-5 needles noticed with this defect. - there has been no direct patient impact as the consultant stated that they always flush the needle prior to using them.